Manufacturer narrative:
Failure analysis noted that the insulin pump had unresponsive buttons due to corroded keypad traces. There was no button error alarm. There was no moisture damage at the electronic or motor assemblies. The pump had cracked case at display window corners, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 326 mg/dl at the time of incident. The customer stated that the pump was dropped in the toilet a day ago. The customer declined to troubleshoot for the high blood glucose because she treated with an old pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.